Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Examination of the percutaneous lead found breaches in the orange and brown wire insulation, which exposed the inner conductors at the terminus of the pump end bend relief. The breach in the orange wire insulation would have allowed a short to ground to occur if the exposed conductors contacted the braided shield while running on a tethered power source. A phase to phase short also could have occurred if the exposed conductors from both wires made simultaneous contact with the shield. The short would have caused the reported red heart alarms. The breach appeared to be the result of cyclic flexing which caused the wire to abrade against the braided shield. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced red heart alarms. The patient exchanged his system controllers and the alarms reoccurred. Per additional information, the patient had also heard a 'grinding sound' from his lvad. Speeddrops and power elevations were noted on the history screen. The alarms were occurring while the patient was tethered to the power module or on battery power and was sometimes positional. The patient was admitted into the hospital and it was noted that the speed drops continued to occur the next few days. A decision was made to exchange the patient's pump. The patient remains ongoing on the new lvad.